Event description:
The customer reported the unit displayed a pads cable failure during an operational check.

Manufacturer narrative:
The customer reported the unit displayed a pads cable failure during an operational check. The factory had not yet received the device for evaluated, and the complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.